Event description:
Additional information was received that the increased capture threshold resulted in loss of capture. Insulation damage was suspected but not confirmed.

Event description:
During an in-clinic follow-up, a decrease in pacing impedance and increased capture threshold were discovered on right atrial (ra) lead. Technical support was contacted, and the recommended reprogramming was performed to resolve the event. The patient was stable and there were no consequences.